Event description:
The facility improperly emptied twenty-five (25) containers of unused sterilant into a sink drain by opening the cups, emptying them into the sink drain and running hot water over the contents. The powder did not dissolve quickly and clogged the drain. A vapor cloud formed in the room. The personnel on site evacuated the area.

Event description:
Evaluation revealed a damaged force sensor pin.

Manufacturer narrative:
The steris director of environmental compliance advised that breathing protection was not needed if the area was ventilated, and washed down the sink and advised that the drain should be unclogged through use of an auger in order to keep the product underwater and limit the possibility of off-gassing.the facility failed to follow the "directions for use" on the carton which state: "do not attempt to manually open the steris 20 sterilant concentrate container", nor did they follow the procedure for disposing of a damaged or leaking cup of sterilant as provided.the employees who were present in the area were evaluated in the emergency room as a precaution, but none needed treatment of any kind. The steris representative confirmed that none of the employees suffered any injuries. The in-service training is scheduled.

Manufacturer narrative:
A steris account manager conducted an in-service training for hospital personnel regarding the proper use and handling of s20 sterilant on (B)(6) 2009.